Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the programmer did not boot up due to electrical overstress. The floppy disk drive cannot mount any media and the eject header was cracked. The programmer had scratches. The programmer was repaired and functioned normally thereafter. Laboratory analysis was able to confirm the allegation.

Event description:
Boston scientific received information that a burning smell was noted when the programmer was switched on. The product will be return. There was no reported patient involvement.